Event description:
It was reported that the patient had a break in aseptic technique further described as the patient made a mistake during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. Eighteen days prior to the onset of peritonitis, the patient started treatment with pd therapy. On the day of the onset of peritonitis, the patient was hospitalized. The patient was treated with injection of vancomycin (1 gm, ip), ld (125 mg, ip) and amikacin (125 mg, ip) (frequencies were not reported). At the time of this report, the patient outcome was unknown. It was not reported if the patient was retrained on the proper aseptic techniques. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.